Manufacturer narrative:
An event regarding periprosthetic fracture involving a citation tmzf ha stem #4 left was reported. The event was confirmed. Device evaluation not performed as no items were returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant concluded: [¿]¿ this periprosthetic fracture requiring open reduction/internal fixation and revision nine days post-op likely represents the progression of an unrecognized and non-displaced intraoperative femoral fracture before biologic fixation occurred to prevent subsidence of the stem. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.¿ device history review indicated all devices accepted into final stock met specifications. Complaint history review indicated there are no other events for the lot referenced. The investigation concluded as per clinical consultant¿s medical review that the periprosthetic fracture requiring open reduction/internal fixation and revision nine days post-op likely represents the progression of an unrecognized and non-displaced intraoperative femoral fracture before biologic fixation occurred to prevent subsidence of the stem. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a periprosthetic fracture of proximal femur with stem subsidence. Removal of stem, reduction of fracture and conversion to restoration modular prosthesis.

Event description:
It was reported that there was a periprosthetic fracture of proximal femur with stem subsidence. Removal of stem, reduction of fracture and conversion to restoration modular prosthesis.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.